Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a catheter exchange procedure, a balloon detachment occurred. The 70% stenosed lesion was located in the non-tortuous and non-calcified right innominate artery. The lesion length was 30mm. Vascular access was obtained at the internal jugular vessel. While the physician was advancing the ultra-thin balloon dilation catheter to the lesion site, the "entire balloon" detached in the innominate artery. The detached balloon did not migrate. The physician used an unspecified snare to capture the detached balloon and successfully removed it from the pt's body. The procedure was completed with another of the same device. No post-procedure complications were noted and the pt's status was reported as "ok".